Event description:
Reportedly, a premature end of life was observed for the subject ICD implanted since 4.5 years. The reintervention is scheduled on (B)(6) 2014 and the device will be returned for analysis. It was reported also that patient did not underwent radiotherapy and that last charging time was measured at 28 seconds.

Event description:
Reportedly, a premature end of life was observed for the subject ICD implanted since 4.5 years. The reintervention is scheduled on (B)(6) 2014 and the device will be returned for analysis. It was reported also that patient did not underwent radiotherapy and that last charging time was measured at 28 seconds.